Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead lot# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that they got sick after their procedure on (B)(6) 2025 and that they got hospitalized and just got home yesterday, (B)(6) 2025. They said that they were disoriented and felt very ill after the procedure and it was really bad. They said that they were no longer tracking their symptoms and no longer wanted to proceed with the therapy/implant. It was unknown if the issue was resolved at the time of report. It was unknown if surgical intervention occurred.